Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was a foreign material, such as a plastic tendon or cord, that was on lever causing the lever to jam. The user¿s complaint was confirmed. Once the foreign material was removed, the lever functioned as it should. The biopsy channel also had foreign material like a brown powder. There is likelihood of insufficient reprocessing of the device. There was wear and tear damage due to age deterioration visible on the device. Other incidental findings were: the distal end insulation was below threshold; light guide cover lens was chipped, the charge couple device (ccd) unit cover lens glue was discolored; distal end hold ring had a dent; connecting tube of insertion part had a scratch, coating was peeling off; grip unit and scope body were scratched; air/water nut paint was peeling; plug unit housing was damaged; distal end forceps raiser was defective; angulation was less than specified value; and universal cord had a scratch.

Event description:
The device was returned by the customer for an issue of the jamming of the albaran lever during preparation for use for an endoscopic retrograde cholangiopancreatography, (ercp). The set up was completed with another device. There was no impact on the intended procedure or to the patient, as the issue was identified prior to use in the procedure. Upon evaluation of the returned device, it was observed that there was a foreign material, such as a plastic tendon or cord, that was on the lever causing the lever to jam. The biopsy channel also had foreign material like a brown powder. This medwatch is being submitted for the reportable issue of foreign materials found on the albaran lever and the biopsy channel during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) the user reprocessed the forceps elevator and biopsy channel, differing from the instructions for use (IFU) recommendation. B) the staff were less trained in reprocessing and/or device handling at the user facility. This event was deemed a preventable occurrence, per the following IFU reprocessing manual statement: ¿1.4 precautions: all channels of the endoscope, including the instrument channel, and all accessories used with the endoscope during the patient procedure, such as all valves, must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. 5.1 summary of reprocessing the endoscope: the tjf-q190v endoscope has a forceps elevator. The surface and surrounding area of the forceps elevator, such as the groove, the guidewire-locking groove, and the forceps elevator recess, have a complex shape. Reprocess these parts carefully following the procedure described in chapter 5. Insufficient reprocessing may pose an infection control risk to patient and/or operators.¿ olympus will continue to monitor field performance for this device.